Event description:
It was reported within a couple of weeks after their deep brain stimulator (dbs) surgery they started to notice drainage from their wounds and they had an infection. It was stated they immediately performed an emergency surgery. It was noted they cleaned off of the wires inside their brain and put the patient on antibiotics for 7 weeks.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead; product type: lead. Product ID: neu_unknown_lead; product type: lead. Product ID: neu_unknown_ext; product type: extension. Product ID: neu_unknown_ext; product type: extension. (B)(4).